Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, the electrode belt failed incoming testing. The cause of the test failure has been isolated to components u727 and u728, input logic translators, on the pca board sn (B)(4). Both components were shorted. The root cause of the shorted components was unable to be positively determined. No adverse event resulted from the shorted components. The patient received a replacement electrode belt.

Event description:
The grandson of a (B)(6) female patient contacted zoll customer support for an unrelated event. Upon servicing of the electrode, a reportable problem was discovered. The electrode belt failed incoming testing. The patient was issued a replacement electrode belt.